Manufacturer narrative:
Siemens has requested instrument log files for further investigation. The cause of this event is unknown.

Event description:
Customer reported that they received a discrepant high total hemoglobin thb result for a patient on their rp500e instrument compared to re-testing on a non-siemens lab instrument. There was no reported injury due to this event.

Manufacturer narrative:
Siemens has shown due diligence in attempting to retrieve more information from the customer however the customer has not responded. There is insufficient information to conduct an investigation. The cause of this event is unknown.